Event description:
A distributor reported a malfunction alarm with a code of 0-0x2864 on a pump. There was no reported impact on the customer¿s blood glucose level, and specific levels were unknown. The issue persisted even after resetting the device, prompting a replacement of the pump. The replacement was handled under warranty, and the customer was instructed to return the faulty pump using a pre-paid label. The customer declined to share information about their backup therapy for insulin delivery.